Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. The reported gripper actuation issue could not be replicated in a testing environment due to the clip was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak and gripper actuation issue. The reported patient effect of air embolism appears to be related to the reported leak. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper only lowered halfway. It was decide to proceed with the deployment. While the drips remained low, a significant amount of bubbles were observed. During the deployment, with the drips increased, it was noted that the flush was coming out of the back of the handle near the grippers and within the handle of the system. The clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.